Event description:
It was reported that the bd maxguard¿ flow controller extension set with needleless y-site had flow issues during use. The following information was provided by the initial reporter: "received several cases of item number mfs141, lot number 22039046 where the dial-a-flow is not allowing fluid to flow properly. Even when the device is set to ¿open¿ it is very difficult to flush and it should easily flow through."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The initial MDR submission, (MFR report#: 9616066-2022-00829) was submitted as a duplicate of MFR report #: 9616066-2022-00852. This MDR submission, and the original MDR associated with it, (MFR report#: 9616066-2022-00829), may therefore be disregarded.

Event description:
It was reported that the bd maxguard¿ flow controller extension set with needleless y-site had flow issues during use. The following information was provided by the initial reporter: "received several cases of item number mfs141, lot number 22039046 where the dial-a-flow is not allowing fluid to flow properly. Even when the device is set to ¿open¿ it is very difficult to flush and it should easily flow through"